Event description:
It was reported that (1) atw35 device was used during a bleb resection procedure. It was reported by the rep that the surgeon was performing a bleb resection of the lung and went to fire the ets35 with a vascular load. The stapler fired with no consequence or poor outcomes. When the staple was passed to tech to be reloaded it wouldn't open. It is unknown how the case was completed.